Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height measured to be within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the operation, the left ventricular lead could not be fixed. The lead was not used and replaced. The patient was in good condition during and after the operation.